Event description:
The customer reported the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Parts were replaced and the software was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.